Manufacturer narrative:
At this time, this lead had not been returned for analysis. Upon completion of analysis, this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead became dislodged. A revision procedure was performed and this lead was explanted. No adverse patient effects were reported.